Event description:
It was reported that the pyxis anesthesia es system experienced operational issues due to inconsistent engagement of the half-height matrix 2.1 and 2.2 locks the customer indicated that the malfunction arose while a user was attempting to dispense medication to a patient. However, it did not impede patient care, as the operating room staff had continuous access to all medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer failure. A field service engineer reseated retractor band connection and checked sensors to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.